Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed signal too low alarm and unexpected restart alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change due to broken solder joint on the c13 interface board. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No external ram crc error alarm noted during testing. The insulin pump communicated properly with glucose sensor simulator test. No sensor anomalies noted during our testing. The insulin functioned properly. The insulin pump had cracked reservoir tube lip.